Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the screen does not attach well on the insulin pump. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump had act and escape buttons that did not respond due to corroded keypad traces. The insulin pump received with a missing display window, cracked case at the display window corners, cracked battery tube threads, broken off reservoir tube lip, and a missing end cap sticker.